Event description:
Revised tibia due to loosening of tibial component. Polyethylene component did not fit tightly in tray.

Event description:
Revised tibia due to loosening of tibial component. Polyethylene component did not fit tightly in tray.